Event description:
It was reported that, during scheduled generator change out procedure, the insulation from this implantable lead began crumbling. Subsequently, this lead was surgically abandoned, and a new non-boston scientific lead was implanted. No adverse patient effects were reported outside of the prolonged procedure.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united state.

Event description:
It was reported that, during scheduled generator change out procedure, the insulation from this implantable lead began crumbling. Subsequently, this lead was surgically abandoned, and a new non-boston scientific lead was implanted. No adverse patient effects were reported outside of the prolonged procedure.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united state